Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powering off without user input which was experienced in evaluation. Evaluation found when the unit was powered on it would intermittently power off while running on ac and/ or dc power supplies. When case halves were opened, evaluation found the back flex cable was not fully inserted into the j6 connector of the I/o pcb. Reassembly of the rear case was required to repair this device.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device powered off without user input. There was no patient involvement.